Manufacturer narrative:
No demographics supplied to beckman coulter (bec). (B)(6). Field service engineer (fse) was not required to be sent to customer. Hotline personnel informed customer they did not calibrate the new creatinine reagent bottle before running patient samples. Customer calibrated reagent bottle. Calibrating reagent bottle resolved issue. Customer did not follow creatinine instructions for use (IFU). Beckman creatinine IFU is clear in its instructions. (B)(4).

Event description:
Customer reported erroneous erratic creatinine results on an au680 clinical chemistry analyzer. One hundred and seventy seven erroneous results were generated. Customer ran two levels quality controls (qc). These were outside of specification. Customer continued to use the analyzer despite failing qc. One patient had a change to treatment because of the erroneous patient results. Patient was instructed by physician to not take her diuretic medication for that evening and to drink a lot of water until a re-draw could be done. There was no permanent injury reported to beckman coulter for this patient because of her change in patient treatment. No other serious injuries were reported to beckman coulter. Erroneous results were generated because customer did not follow instruction for use (IFU). Customer generated erroneous results on an un-calibrated reagent bottle. The beckman IFU for creatinine is clear in its instructions for use.